Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, the device was placed in 2009. Five months later, the button dome became detached from the tube and fell into the stomach. The next day, under fluoroscopy, the physician noted that the dome was not present in the stomach and another button replacement gastrostomy device was then placed. The physician suspect that the dome has passed naturally via peristalsis. The patient's condition was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.